Event description:
It was reported to philips that patient data retrieval failed intermittently on isw on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service tested the system, created backups, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).